Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen display appears "hazy and foggy" with a yellowish color covering the entire display. There was no reported impact to customer's blood glucose level. The customer reported that the pump would continue to be used for insulin therapy.